Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture.

Event description:
Healthcare professional through regulatory agency reported "breast pain", later healthcare professional reported "intracapsular rupture". This record is for the right side. The device was explanted.